Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately two years after implant the patient developed an infection. The implantable cardioverter defibrillator (ICD) and lead were explanted. It was further reported that the patient has infection with bacteremia and history of bacteremia with vegetation. The system has now been replaced. No further patient complications have been reported as a result of this event.